Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The lot number is unknown; therefore, a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted global technical services (gts) regarding a system error (se) 2240 alarm that appeared on the homechoice (hc) unit during use. The nurse (rn) is stating that the supply bag is on the floor and is disconnected from the line. The technical service representative (tsr) advised the rn to disconnect the home patient (hp) from the machine. The rn stated that she will call the peritoneal dialysis (pd) rn for direction. Proper procedures per the user manual were reviewed with the caller. No injury or medical intervention was reported.